Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump delivered a 10 units bolus. The customer denied sleeping on the insulin pump or accidently programming anything in her device. The customer stated that her blood glucose was low at time of the call. The customer also stated that she would like a replacement of the insulin pump. No further information was provided.